Event description:
A caller reported a malfunction on their insulin pump, which occurred both times while they were away from the device's history. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no severe impact. Technical support decided to replace the malfunctioning pump. The customer was advised on using the g7 sensor with the updated pump software, putting the old pump into storage mode, and returning it with the pre-paid shipping label. The customer acknowledged and understood all instructions given.